Manufacturer narrative:
A doctor reported that a patient lost a crown that had been placed with maxcem elite. The crown was recemented with a different cement and the patient is doing fine. The doctor identified two different lots of maxcem elite, however he did not specify which lot was used in this incident. Both lots were returned for evaluation, but the syringe of one lot was returned empty; therefore retain samples were evaluated. Both lots met product specifications for adhesive strength. A review of the manufacturing records indicated that there were no non-conformances or variances from the manufacturing process. No similar complaints were received for either lot which indicates that this incident was an isolated incident. These investigation results show that the debonds were likely the result of a user or technique-related problem and not to a product failure. (B)(4)

Event description:
On (B)(6), 2010, a doctor reported that five (5) patients lost a crown that had been placed with maxcem elite. This MDR is the first of five reports.